Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4076 implantable pacing lead, (B)(6) 2007; 4194 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular (rv) lead detecting supra ventricular tachycardia (svt) with 1:1 conduction. It was also noted that intermittent right atrial (ra) lead undersensing was occurring as well. Performance data was collected from the device and analyzed; analysis revealed the rate was appropriately detected/treated, but that retrograde patterns were noted rather than antegrade. Coupled with the sinus tachycardia rule algorithm which does not allow for adjustment of the 1:1 conduction boundary, it was noted that the device functioned as designed and the most appropriate way to avoid shock in this particular patient would be with concomitant drug therapy or ablation. The analysis information and recommendations are being discussed with the physician and the rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.